Event description:
Article evaluated 126 patients under controlled situation (vf therapy programmed "off") with extreme exposure time to surveillace systems. Author reports continuous noise w/gate exposure interpreted by ICD as vf (n=1) . Also reported delay in pacing (n=4) and pacing inhibition (n=1) .